Event description:
Two nursing assistants were transferring resident from chair to bed with the lift and sling. The top left loop of the sling popped off the 1 1/2" peg and the resident fell approx 3 feet to the floor landing on the foot of the lift. The sales distributor and MFR were informed and checked out the lift within 48 hrs. The lift and sling were immediately taken out of circulation. This lift is no longer mfg.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated adverse reaction - long term. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.